Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -litigation papers allege: patient experienced debilitating pain, discomfort, and a popping sensation in the area of her hip implant, thereby, negatively affecting her ability to perform activities daily, doi: (B)(6) 2010; right hip. Dor: none reported. Patient residence: (B)(6). Update: (B)(6) 2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified by invoice search. Records are available for further review.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.